Manufacturer narrative:
(B)(4). The vaporizer plate was in place. The load consisted of rt masks and tubing. The instructions from the company indicate that sterrad is the sterilization method of choice. The actual piece that had the collection of liquid on it was one of the tubing from the mask. There was no obvious moisture present. The items had been air dried for 24 hours before placing in the sterrad. The sterrad did not cancel during the cycle. The staff did not notice any white residue, just droplets on the tubing. A call was placed to the asp account rep and the event was discussed over the phone in a timely manner. The unit continues to be utilized. The facility has not had any further incidents.

Event description:
A report was received from the field indicating a healthcare employee had an h2o2 burn on her hand after removing a newer style mask from the sterrad 50 sterilizer. The asp rep explained to the customer that the unit's vaporizer plate needed to be in place, and to ensure that the items were completely dry before sterilizing. Add'l info received from the initial reporter indicates that the incident in question happened to their staff member as she was removing an item from the sterrad. She was not wearing any personal protective equipment (ppe) at the time, since the cycle was completed. Once she felt the stinging, she immediately went to a nearby sink and rinsed the area under running water, for several minutes. Then, because it felt like a burn, she applied dermoplast spray. She did not go to the ER but an incident report was completed. The pt was symptom free by the next day.